Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient underwent following procedure: fusion exploration l3-4; removal of intraspinous wire, l3-4; left sided discectomy, l1-2, l3-4; posterior lumbar interbody fusion, l3-4, l1-2 with concord 10 x 23 cages at l1-2, 11 x 23 cages l2-3; posterior facet fixation with eagle facet screws, 14 mm transfacet at l1-2, l3-4 bilaterally; posterior facet fusion with spine remnant bone, bmp, augmentation of plif with large dose basic metabolic panel, half dose split between each level; on-line electromyographic monitoring. Pre-op diagnosis: degenerative disc disease, l1-2, l3-4. As per op- notes: ".. One large dose bmp was split into fourth and concord cages were utilized. The area was distracted, nerve roots were protected.. Eac cage was countersunk 4 mm deep.. The spine remnant chips were placed over the decorticated facet complexes and pars articularis at each level. The remaining bmp was soaked on a sheet gelfoam and was placed on top of the bone graft.." The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.